Event description:
Received via voluntary medwatch: "pt infusing 5fu 406 mg/day continuously x7 days via sabratek pump. 5fu ran dry 5 hr early. No alarms-bubbles in tubing - md aware. Pt to reconnect at original time."